Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use of the bd insyte¿ autoguard¿ shielded IV catheter the rn states, "newly placed piv needle retracted and bleeding noted below hub at top of the catheter. Flush confirmed crack. Line removed and new piv placed.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Results - one sample unit was received for evaluation by our quality engineer team. Upon examination, no evident damage could be found on the catheter tubing. A water leakage test resulted in leakage from the adapter nose, but the source of the leakage was not visible. The unit was dissected and a v-shaped cut was found, indicative of needle spear through. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion - a root cause could not be determined for this incident. It is uncertain whether the defect of needle thru catheter (which caused leakage) observed was caused by manipulation of the device prior to insertion or by the manufacturing process.